Event description:
The following info was reported under the synergy registry: this pt experienced a coronary rupture/dissecton during attempts to deploy a cyher stent. The right coronary artery (rca) was a diffusely occluded from proximal to distal end. These are de novo lesions with no bifurcations. The entire rca was pre-dilated. A pico 4.0 x 14 mm stent was implanted in the prox rca, followed by a cypher 3.5x23 mm in the mid rca. During attempts to deploy a cypher 3.0 x 18mm in the distal rca, coronary rupture occurred during inflation. The condition was successfully treated by emergent coronary artery bypass grafting (CABG).